Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2009, after deployment of a 3.0 x 28 mm rx xience v stent in the mid-rca lesion, a dissection was noted, which required treatment with an additional drug eluting stent (des). No additional event ot pt info is available.

Manufacturer narrative:
Dissection, as listed in the instructions for use (IFU) and risk assessment matrix, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). There was no report of any product malfunction at the time of the stent implantation.